Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. (B)(6). The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on the additional investigational information that the run was flagged by the trima accel machine.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc experienced by the customer. The run data file was analyzed for this event. Root cause: the trima accel device has software algorithms that use the rbc detector output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminate the platelet product. One of the notifications to count the platelet product for wbcs was generated because during this procedure these algorithms on the trima accel system operated as intended and detected wbcs were escaping from the lrs chamber. Experience has shown that lrs chamber saturations may be donor related.